Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The data shows ¿??¿ for missing data in the clinical tab with ¿v. Rate during vt/vf (bpm) =??¿ recorded on (B)(6) 2012.

Event description:
It was reported that the patient was undergoing radiation therapy. The cardiac compass information on the implantable cardioverterdefibrillator (ICD)  indicated "cardiac compass may be invalid." It was later indicated that the cardiac compass was not storing diagnostic data, as the patient continued radiation therapy. The ICD remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.